Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified distal end of left anterior descending artery. Following pre-dilation, a 2.50 x 28 synergy drug-eluting stent was advanced for treatment; however, the stent strut was lifted due to the calcification. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts at both proximal and distal ends of the stent appeared expanded, but no positive pressure appeared to have been applied on the balloon cones. The undamaged crimped stent outer diameter measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. Balloon cones shows signs of positive pressure having been applied. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts at both proximal and distal ends of the stent appeared expanded, accidental pressure was applied to the device post procedure. The undamaged crimped stent outer diameter measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. Balloon cones shows signs of positive pressure having been applied. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified distal end of left anterior descending artery. Following pre-dilation, a 2.50 x 28 synergy drug-eluting stent was advanced for treatment; however, the stent strut was lifted due to the calcification. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.